Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Yes, gore. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one ple60a device was returned in good visual condition and with an ecr45b cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device stopped while firing. They were able to back out the device with no problem. Once off the tissue, the staples were not deployed in the tissue but were raised in the anvil. The tissue was not cut. A new cartridge was loaded, device fired and the same event occurred. Finally a new device was pulled and used to complete the procedure. There was no patient impact.